Manufacturer narrative:
An imris customer service engineer (cse) was on-site to resolve the issue.the cse found the rotational locking mechanism and the actuator not functioning properly and replaced the components.the newly installed rotational lock was tested to verify proper function. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.

Event description:
On (B)(6) 2019, the customer reported that the ort200 table rotation was not locking or unlocking.the event was observed during daily qa testing and there was no patient involvement.